Event description:
Customer reported being unable to test due to not receiving a replacement meter and having a car accident while driving (due to a high blood glucose). Customer stated that paramedics arrived, obtained a reading of 559 mg/dl on unknown brand hcp meter, customer was diagnosed with hyperglycemia and treated with insulin "type f". Customer was also seen by a doctor and received insulin "for 3 hours" and was advised to keep "taking the same pills". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted.